Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and reported issue was unable to be duplicated. The system operated as expected. The carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to corrupt data on the turbine interface printed circuit board assembly. This issue will be internally investigated within carefusion.

Event description:
The customer reported that while in pt use the ventilator went inoperative and showed the "motor fault" message on the screen. The ventilator had audible and visual alarms. The ventilator was removed from the pt and the pt was placed on another ventilator. No pt harm.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and verified the motor fault error message and was able to duplicate customer complaint. The technician replaced the main pcb and turbine assembly to correct reported failure. The ventilator operates according to specifications.